Event description:
Reporter indicated that pt underwent a lead replacement procedure in 2004 due to painful stimulation. Good faith attempts for both further info, and the lead for product analysis are currently being made.